Event description:
The patient reported that the keypad buttons began sticking. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.